Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient experienced stoma site pain. On (B)(6) 2021, patient was treated with oral antibiotics cephalexin four times a day for stoma site infection. Additional information indicated that the patient was seen by the physician on (B)(6) 2021. The stoma site infection has not resolved and the patient was prescribed 7 more days of unknown antibiotics.